Manufacturer narrative:
The reported event of could not untighten the v-setscrew to remove the lead from the header was confirmed. Analysis revealed the v-setscrew had been stripped by the user/physician preventing it from being untightened in the hospital. Special tools were used in the lab to untighten the setscrew with normal force. The stuck v-lead could then be removed with normal force. The stripped setscrew was the result of incorrect wrench insertions by the user/physician while untightening the setscrew.

Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead testing revealed an increase of threshold and rapid decreased in sensing. Therefore, the physician elected to reset the rv lead but the rv lead was unable to be disconnected from the pacemaker (pm). The physician did few attempts of separating the rv lead and the pm however, all attempts failed. Additionally, the atrial lead was also unable to be disconnected from the pm. Throughout the procedure, the patient experienced restless. Finally, a new pm, a new rv lead and a new atrial lead were replaced and were successfully implanted.